Event description:
Customer reported she inserted an enlite sensor for the first time on her own, and it didn't insert. Customer's last blood glucose was 313mg/dl. Customer is not sure why she had high blood glucose. Customer is advised to change the set, but she seems relented to do so. Customer did treat for the high blood glucose. Customer checked her blood glucose at 8am and it was higher 494mg/dl. The blood glucose reading was 494mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.